Event description:
End-user reports redness to the peristomal skin area at the 6 o'clock and 11 o'clock position; the last change occurred on (B)(6) 2013.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive (dh) convex moldable wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. According to the end-user, she cleans the skin with warm water, then applies stomahesive powder and a no-sting cavilon barrier film to the area. The end user has discontinued use of the product and reports that she has gone back to using another convatec product which provides her a better fit. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.